Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the patient was hospitalized for high blood glucose and the pump alarmed battery out limit. The customer¿s blood glucose level was 630 mg/dl at the time of the incident. The customer¿s son reported that father is in hospital and the pump is not working right. The customer was kept on an insulin drip immediately. The customer¿s son reported that the battery cap was replaced earlier in the summer. The customer¿s son reported that the pump alarmed after battery change. The pump is not alarming at the time of call. The customer¿s son reported that it is hard to get the battery cap to recognize it is closed. He had to try for 20 minutes before he could get the pump to recognize the cap was closed. The customer¿s son was advised to monitor the pump. The insulin pump will not be returned for analysis.